Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the insulation on the jaw of the cutting device was delaminating. They had just completed a full leg harvest and proceeded to the patients other leg to harvest more vein when this was observed. No parts fell into patient. Kit was replaced with a new one to complete case. No procedural delay. No injury or risk of injury to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25162821 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/22/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back at the tip to the center of the cold jaw, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw/delaminated" was confirmed.